Event description:
A distributor reported that a customer in france experienced an unresponsive touchscreen on their device. There was no available information regarding any impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.